Event description:
The account alleged, the pt stated, the side rail is broken and she fell out of the bed as a result.

Manufacturer narrative:
The account alleged stated the pt complained about everything and there may be nothing wrong with the bed. The tech investigated and the nurse manager stated that there was no witness to the pt falling and there is a strong possibility that she never fell. There was no injury to the pt at all. The tech checked the bed and found that it functioned as designed including all side rails, no repair needed.